Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. The evaluation found a clip off defect. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent plastic surgery on (B)(6) 2014 and suture was used. When the suture was placed in the needle holder, the needle pulled off the suture. A like device was used to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent plastic surgery on (B)(6) 2014 and suture was used. When the suture was placed in the needle holder, the needle pulled off the suture. A like device was used to complete the case. There were no adverse patient consequences.